Event description:
Cotton from tampon stays inside [foreign body in reproductive tract]. Cotton comes off the tampon [device breakage]. Case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported.

Event description:
Cotton from tampon stays inside [foreign body in reproductive tract]. Cotton comes off the tampon [device breakage]. Cause was traced to design [product design issue]. Case narrative: consumer reported via e-mail that cotton comes off tampon. No serious injury reported. [Health effects impact codes: 4613- minor injury/illness/impairment].

Event description:
Cotton from tampon stays inside [foreign body in reproductive tract] cotton comes off the tampon [device breakage] case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported.

Event description:
Cotton from tampon stays inside [foreign body in reproductive tract]. Cotton comes off the tampon [device breakage]. Case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported.